Event description:
Present in operating room: dr. (B)(6) and flowonix rep (B)(4) and (B)(6) from ultrasound dept (B)(6). Called to place IV lines with use of ultrasound equipment as veins very difficult to access. Needed IV line for infusion of medication and fluid. Cardia echo cardiogram nurse practioner: name unk will check chart I have (B)(6). She was present during my first episode of losing consciousness on (B)(6) 2016. On (B)(6) 2016: procedure at dr. (B)(6) office. Bolus of fentanyl 75 mcg and increase in pump medications by 15%. Severe back pain 2 hours after procedure. (B)(6) 2016: tct dr. (B)(6) after hours line. Reached "(B)(6)" I told her how sick I was. Her advice was to go to (B)(6) ER. I did not understand how that was going to help me as the ER does not have the flowonix equipment, nor personnel trained on how to deal with issues with the pump. As the vomiting was getting harder and harder to deal with, my son and I decided to call my internal medicine doctor, (B)(6). (B)(6) 2016: to (B)(6) as directed by dr. (B)(6) to call ambulance for transportation. On med-surgical floor. Severe vomiting and diarrhea. On (B)(6) 2016: transferred to transitional care unit (tcu) due to episode of loss of consciousness during an echocardiogram, while on med-surg unit. Nurse practitioner call for rapid response team for extra help. To cat scanner for scan of head due continued episodes to loss of consciousness. Per dr. (B)(6) lab work positive for non-acute subendocardial myocardial infarction (heart attack). On (B)(6) 2016: (B)(4), flowonix rep to (B)(6) to decrease my pump by 10% per request of dr. (B)(6). On (B)(6) 2016: transferred to med-surg floor, had another episode of loss of consciousness. On (B)(6) 2016: discharged to home. Note: had 6 episodes of loss of consciousness (B)(6) 2016 through (B)(6) 2016. On (B)(6) 2016: ov with dr. (B)(6), stated he would not do the dye study planned for (B)(6) 2016. He now agrees with the theory that the side port appears to be turning off the pain pump once it is used. He now plans to withdraw the pain pump medications (ms, dilaudid and clonidine) from the reservoir. They will then compare number that they know was placed into the pump to the amount of medication left in the reservoir. This will tell them if the pump is delivering the correct amount of medication, or delivering medication at all. I felt very relieved that the dye study would not be done. (B)(4) as she requested as she could not be at todays ov. Per (B)(4), dr. (B)(6) has called her, and the flowonix engineers regarding my pump. She states he is "dedicated" to figuring out what the actual problem is and wants to be able to fix the issue asap. At this time the belief is that the pump is not working and will need to be removed. (B)(6) 2016 notes: pain pump replacement, things became very busy in (B)(6). The pain pump was determined not to be functioning and was removed on (B)(6) 2016. On (B)(6) 2016: once the pain pump was noted not to be delivering any medication. The diagnosis was now clear. I had gone through a full blown opioid withdrawal causing the heart attack and severe memory issues (brain fog). Tcf dr. (B)(6) office: as my pump is not working, it is scheduled to be removed on (B)(6) 2016. Heart attack due to malfunction of pain pump.